Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and a inappropriate shock due to supra ventricular tachycardia (svt). The nurse at the pacemaker clinic revealed that the device was interrogated and no intervention was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).